Manufacturer narrative:
Age at time of event - 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - the ion device was returned with the stent detached from the stent delivery system (sds). There were three (3) undamaged rows of struts on one end of the stent and two (2) undamaged rows of struts on the opposite end of the stent; the remainder of the stent was stretched and mangled. The length of the stent measured 36 mm. There were several kinks in the hypotube of the sds. There was a mass of dried blood on the distal tip. Stent strut impressions were visible on the surface of the balloon between the markerbands. The balloon was tightly folded, consistent with the reported dislodgement without inflation of the balloon. There was no other damage to the sds. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement outside the body occurred. The 80% stenosed, 2.25x18mm, concentric lesion being treated was located in the mildly tortuous, non-calcified ostial and mid posterior descending artery (pda). The right coronary artery contained two 2.5x28mm promus stents from a previous procedure, from the bifurcation of the pda (distal rca) to the mid rca. The physician was able to advance the 2.25x20mm ion stent to the bifurcation of the ostium of the pda, but was unable to cross the previously placed stent. The ion stent was removed. The physician began advancing a 2.0x12mm apex balloon, but advancement difficulty was experienced with the apex balloon; it hung up on the proximal portion of the promus stent. With "gentle manipulation" the physician was able to cross with the balloon and inflations were made in the ostial and mid pda lesion. The same 2.25x20mm ion was again advanced, but became "hung up" on the proximal edge of the promus stent. "Gentle manipulation" was attempted, but the stent would not cross. A second wire (pt choice floppy) was inserted and the same 2.25x20mm ion stent was again inserted and "hung up" in the same location. Upon removal the stent came of the delivery balloon and was found "hanging half way out the toughy" and on the wire. The physician was able to remove the stent. At this point, the physician removed the choice pt wire and replaced it with another choice floppy wire. A 2.5x8mm ion stent was inserted and also "hung up" in the same location. The physician removed stent and aborted case. No patient complications were reported and the patient's status is ok.

Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement outside the body occurred. The 80% stenosed, 2.25x18mm, concentric lesion being treated was located in the mildly tortuous, non-calcified ostial and mid posterior descending artery (pda). The right coronary artery contained two 2.5x28mm promus stents from a previous procedure, from the bifurcation of the pda (distal rca) to the mid rca. The physician was able to advance the 2.25x20mm ion stent to the bifurcation of the ostium of the pda, but was unable to cross the previously placed stent. The ion stent was removed. The physician began advancing a 2.0x12mm apex balloon, but advancement difficulty was experienced with the apex balloon; it hung up on the proximal portion of the promus stent. With ''gentle manipulation'' the physician was able to cross with the balloon and inflations were made in the ostial and mid pda lesion. The same 2.25x20mm ion was again advanced, but became ''hung up'' on the proximal edge of the promus stent. ''Gentle manipulation'' was attempted, but the stent would not cross. A second wire (pt choice floppy) was inserted and the same 2.25x20mm ion stent was again inserted and ''hung up'' in the same location. Upon removal the stent came of the delivery balloon and was found ''hanging half way out the tuohy'' and on the wire. The physician was able to remove the stent. At this point, the physician removed the choice pt wire and replaced it with another choice floppy wire. A 2.5x8mm ion stent was inserted and also ''hung up'' in the same location. The physician removed stent and aborted case. No patient complications were reported and the patient's status is ok.